Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinching lips [lip injury]; oral-b brushhead pinching lips [injury associated with device]; square piece came off the brushhead / the entire square section that held the bristles fell out in mouth [device breakage]; gap between two moving pieces/square section that vibrates and circle part that rotates was getting wider (then square section fell out ) [device connection issue]. Case description: a (B)(6) female consumer reported that she used an oral-b vitality series toothbrush and described that the oral-b dual clean brushhead was pinching her lip and that on (B)(6) 2016, the square piece came off the brushhead. She explained that after about two weeks of use, she noticed that the brushhead was pinching her on the lips when she was brushing her front teeth; she elaborated that it was the square section of the brushhead that vibrates, that sits behind the circle part that rotates, that was pinching her. She stated this had happened several times while she was brushing over the course of 3-4 weeks. She then noticed that the gap between the square back portion and the circle front portion was getting wider and, after about 4 weeks of use, while she was brushing the entire square section that held the bristles fell out in her mouth. She reported that she was able to retrieve it with her fingers and she wasn't hurt. It was noted that the brushhead came from a pack of two, and while the consumer discarded the one that had pinched her lip, she still had the other one. This was the first time she had used these brushheads. The case outcome was recovered. Other relevant history: allergies - none. No further information was provided.